Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has had stimulation up to 4.8 and the patient had the scs implanted for their back and pain all over, however it has never worked for their back. The patient stated that it goes down the legs and around the ribs, but not the back. The patient stated that it is getting worse and worse. The patient stated that at their first re-programming session it was at 3.9 and the patient told the rep that it was wrapping their ribs and the rep told the patient to decrease stimulation level, but if they do they don't feel stimulation. The patient is meeting with the rep once they schedule an appointment. No further complications were reported or anticipated.